Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later healthcare professional reported "grossly rupture", "capsular contracture" baker grade unknown, "malposition" and "superomedial displacement of implant". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported ""suspected" intracapsular rupture" per mammogram and ultrasound. This relates to the right side. The device remains implanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported ""suspected" intracapsular rupture" per mammogram and ultrasound. Later healthcare professional reported "grossly rupture", "capsular contracture" baker grade iii, "malposition" and "superomedial displacement of implant". This record is for the right side. The device has been explanted and replaced.